Manufacturer narrative:
Manufacturing site prefix should be corrected to 9613369-2012-xxxx . Correction made to if implanted, give date ((B)(6) 2009). The returned promos standard shoulder components were examined visually. No destructive testing was carried out. The tapered junction between the inclination set and the humeral head was mechanically locked. No signs of loosening were observed with the application of manual force. The grit-blasted surface of the inclination set saddle joint showed signs of burnishing, where the two mating surfaces slid past one another. This most likely caused shoulder instability, and the saddle joint was most likely continually loaded until an overload fracture occurred. The inclination set screw also fractured at the hole that houses the polyethylene plug. Burnishing and fatigue striations were observed on the fracture surface of the inclination set screw. Fatigue striations are parallel microscopic features which indicate metal cracking, whereas burnishing on a fracture surface are smooth microscopic features that are indicative of two surfaces contacting one another after crack initiation. Both fatigue striations and burnishing can be caused by repetitive cyclical loading. If the sustained loading exceeds the material endurance limit, a crack begins to form and continues to propagate until the cross-sectional area can no longer bear the load. At this point, fracture occurs. The poker chip mechanism on the inclination set also showed signs of macroscopic plastic deformation. The returned body showed signs of macroscopic plastic deformation. Deformation of the poker chip mechanism that accepts the inclination set was observed. The body set screw showed no signs of macroscopic deformation.

Event description:
Revision surgery was reported due to a broken inclination set at the screw body connection.

Manufacturer narrative:
The returned promos standard shoulder components were examined visually. No destructive testing was carried out. The tapered junction between the inclination set and the humeral head was mechanically locked. No signs of loosening were observed with the application of manual force. The grit-blasted surface of the inclination set saddle joint showed signs of burnishing, where the two mating surfaces slid past one another. This most likely caused shoulder instability, and the saddle joint was most likely continually loaded until an overload fracture occurred. The inclination set screw also fractured at the hole that houses the polyethylene plug. Burnishing and fatigue striations were observed on the fracture surface of the inclination set screw. Fatigue striations are parallel microscopic features which indicate metal cracking, whereas burnishing on a fracture surface are smooth microscopic features that are indicative of two surfaces contacting one another after crack initiation. Both fatigue striations and burnishing can be caused by repetitive cyclical loading. If the sustained loading exceeds the material endurance limit, a crack begins to form and continues to propagate until the cross-sectional area can no longer bear the load. At this point, fracture occurs. The poker chip mechanism on the inclination set also showed signs of macroscopic plastic deformation. The returned body showed signs of macroscopic plastic deformation. Deformation of the poker chip mechanism that accepts the inclination set was observed. The body set screw showed no signs of macroscopic deformation.

Manufacturer narrative:
(B)(4).